Event description:
The report is from the (B) (6) study. The pt is a (B) (6) year old (B) (6) female with a history of angina, hypertension, hyperlipidemia, smoking, copd, and the polycythemia. The pt presented with unstable angina. The target lesion as the proximal left anterior descending artery (lad). No vessel characteristics were given. A cypher rx 3.5x18mm was deployed at 16 atm. The stent was post-dilated (standard procedure) with a 4 x 15mm balloon at 18atm. The pt was discharged the following day. The pt expired in her sleep nine days post procedure. There was no autopsy, cause of death is unk.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with implanting coronary artery stents. Without an autopsy, it is not possible to determine what caused the pt's death but the pt's pre-existing medical history may have contributed to the reported event.

Event description:
Addendum received 8/4/2010: the final adjudication cec minutes were reviewed. The initially reported event was death related to chronic obstructive pulmonary disease. The adjudicators now consider the death related to the device and the procedure (mi and probable stent thrombosis), even though the initial report stated on the death certificate that the cause of death was due to pulmonary disease from copd. Upon further discussion with the medical director and review of the study protocol, it was decided that given the proximity of the death in relationship to the procedure, nine days, the possibility of stent thrombosis or device related myocardial infarction could not be ruled out. Therefore, the code will be changed from copd to death of an unknown cause and reported.

Manufacturer narrative:
The event was updated by the reporter. Information received from the (B)(4) study indicated that a patient died after having a coronary artery stent implanted. The patient's medical history was significant for angina, hypertension, hyperlipidemia, smoking, chronic obstructive pulmonary disease and polycythemia. Polycythemia is a condition in which the bone marrow produces too many red blood cells leaving patients prone to the formation of blood clots. The indication for the procedure was unstable angina. The target lesion was the proximal left anterior descending artery (lad). The vessel/lesion characteristics were not provided. A 3.5mm x 18mm cypher rx stent was directly stented into the lesion and post-dilated for optimal expansion. The patient was discharged the following day. The study reported that the patient died in her sleep nine days after the implant. An autopsy was not performed and the cause of death is unknown. The study later reported that the coroner listed the cause of death as chronic obstructive pulmonary disease, but because the patient expired at home, and the event was not witnessed by any medical personnel, the cec could not unequivocally rule out the possibility of a cardiac death. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with implanting coronary artery stents. Without an autopsy, it is not possible to determine what caused the patient's death but the patient's pre-existing medical history may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.